Event description:
It was reported that the air dermatome was jumping on the skin. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was in calibration on all graft settings and rpms were within the spec limits, however the control bar was low. To correct the problem with the low control bar, the control bar was set to spec. The device was repaired according to procedure and returned to the customer. The device was purchased in 1996. A review of service records indicate that the device has not been returned to the MFR for annual repair or preventative maintenance. The device has only received service two times since purchased. Those would include; april 2003, and the last being april 2006. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."